Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 650 mg/dl. Customer also stated that insulin pump received insulin flow block alarm. Customer tried all recommended troubleshooting. It was unknown whether the customer was using automode. The device will be returned for analysis.